Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after one week of use, left eyelet of the flange was found torn. No adverse health outcome resulted from this event.

Manufacturer narrative:
One unit was returned for evaluation. Manufacturing review for reported lot did not reveal any abnormalities or non-conformances. Visual inspection found one eyelet to be torn and the other eyelet split. Pull test was performed to determine eyelet strength. Eyelet broke at 14.32 lb force which exceeds the minimum requirement of 11.24 lb force. Product was found to meet specification. The eyelet may have been split due to the device being in contact with a sharp object or excessive pulling on the eyelet, however, no evidence was found to suggest that root cause. Unable to determine a definitive root cause.